Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) device explant procedure where in all devices were removed. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately january of 2023 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 7007543, UDI:(B)(4).